Event description:
It was reported by the patient that the lead "shocked me 12 times". The patient experienced "snapping", "circular shocks", "center of chest" "pin jabbing" one to two times per day. During device check, patient felt "mild to moderate shock and understood "muscle spasm" per technician. The patient also reported the doctor turned off "pacing part" of the device "in ventricle". Subsequently, the patient reported the heart was "racing", "skipped beats" and "hard to breathe" and the patient went to the hospital. The doctor "found nothing". Patient was concerned the lead was not positioned correctly. The patient further reported there was pain in the middle of chest and "humming", "kind of movement" or "clicking" coming from the device. The patient is scheduled for premature ventricular contractions [pvc] ventricular tachycardia ablation and the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information for event description: it was also reported that the patient felt a "jolt in their chest and head" during a thunderstorm. Patient is also experiencing burping since the implant of the new lead. The lead and device are still in use.